Manufacturer narrative:
Date of event was reported as (B)(6) 2015.

Event description:
Information received from the patient reported that they experienced discomfort and burning at the site of their implantable neurostimulator (ins). The patient stated that at their one month checkup after implant, their healthcare professional (hcp) confirmed that their ins was flipped which caused the discomfort and burning. They also noted that they had not been able to charge really well/charge like normal since they had a hard time getting coupling boxes. Their hcp had instructed the patient to keep the ins charged (even though they were not using it) until they had revision surgery (no date had been set). The indications for use for the implanted device were noted lumbar radiculopathy and spinal pain. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider indicated that the patient's ins pocket was revised due to the fact that they were having flipping going on in their left buttock cheek.

Event description:
Additional information was received in a patient letter reporting that the first placement was a temporary unit that provided relief. The hcp was unable to get a good lead response with the second placement which was a permanent placement so the patient elected to stop and try again a month later. It was reported that the patient had anatomical issues with all 3 lead units in the past.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.